Event description:
When removing from the pt the device uncoiled inside and outside of the pt. When it could not be removed a vascular surgeon came and did a cut down to remove the sheath. Pt is doing fine. The pt did not experience any adverse effects due to this occurrence.

Manufacturer narrative:
Pt code: removal of foreign body is not labeled. Device code: separates is labeled. The device was not returned to assist in the investigation. Quality control specifications state, "insure correct inside diameter and outside diameter of tubing." And, "insure material is free from surface defects, bumps, bulges and protruding coils." In addition, the instructions for use cautions the end user, "all catheters and instruments used with this introducer should move freely through the valve and sheath. Separation of the sheath may result when the fit is tight." As well as the warning, "before withdrawing the sheath through tortuous anatomy, insert the introducer dilator to avoid possible breakage." The device separation resulted in significant harm to the pt from the additional cut-down procedure needed to remove the damaged device. Although 100% inspected for sheath size and integrity, the sheath was reported to have separated, although not returned for observation. These devices have been designed to meet the strength requirements noted in iso 11070 and have been confirmed through design verification testing. Without benefit of inspecting the complaint device, it is difficult to determine with certainty why the reported failure mode occurred. The appropriate internal personnel have been notified and we are continuing to monitor complaints for similar events. Quality engineering risk assessment concluded there is insufficient risk to require subsequent corrective action at this time.